Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). There was no clear event/issue noted but caller said he has notes indicating pt says 'battery is dead' and 'she's not paying the money to take it out'. Based on the conversation, the ins may be over-discharged but the caller did not explicitly give an event/issue or dates for any issues. Agent electing to flag based on the pt's apparent dissatisfaction as it relates to wanting ins removed. Additional information was received from the patient via patient letter. Patient wanted their device removed. Having balance issues and battery is dead. Battery has no charge for a while and want it out. Their m.s is relapsing. Money is an issue. They're not sure if their insurance would cover it. It was reported that patient's spinal cord stimulator could not be charged. Patient is needing an MRI. No symptoms were reported. Additional information was received from a healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the ins is at eos and the patient is needing an MRI.